Manufacturer narrative:
(B)(4). Other device used:catalog #unk, nexgen lps-flex articular surface, lot #unk.this report will be amended when our investigation is complete.

Event description:
It is reported that while the patient underwent total knee arthroplasty, the surgeon was dissatisfied with fit of the articular surface in the custom tibial base plate. The device remained implanted.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Please reference the following related medwatch #¿s: 1822565-2015-02343; 1822565-2015-02371; 1822565-2015-02368. No devices were received as the components remain implanted. Investigation identified that five custom tibial plates were manufactured sequentially at the same work center for this surgeon. Cmm inspection of returned custom tibial components identified that the dovetail cross sections were undersized. These devices are used for treatment. Corrective and preventive action investigation determined that the locking dovetail feature of the custom tibial components was manufactured incorrectly; however, the components were accepted as they passed trial fit required per procedure. It was identified that the current custom process does not include quality engineering identification of inspection requirements and methods for critical design features. The applicable procedures are being updated to include quality engineering in review and signoff of manufacturing prints and an inspection criteria form is being created to document the methods used to inspect critical design features. A notification was sent to the surgeon identifying the risks to the patient.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.